Event description:
The facility reported an infusion pump with a failure code 570:320. The event was reported to have occurrd during patient use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, and device programming. No additional contact information available.